Event description:
The event reported by a customer from USA: "the plastic enclosure of the ac power cord is breaking apart".

Manufacturer narrative:
(B)(4). Q core ltd (MFR) is submitting the report on behalf of hospira. (B)(4).